Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and pinnacle pelvic floor repair kit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, urinary problems, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2000 and (B)(6) 2010 and mesh and the pinnacle pelvic floor repair kit were used. Dates of implantation were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.